Manufacturer narrative:
The blade holder broke while in use. The piece was retrieved and there was no harm to the user or patient. No issues resulted in the case. A modification has been previously made to increase the strength of the component. This lot was produced prior to that change being implemented.

Event description:
The distal tip of the tibial blade holder instrument broke while being loaded onto the handle. .